Event description:
The pt requested that her implantable neurostimulator system be explanted and replaced because she was not satisfied with the analgesia she was receiving. A lead fracture was suspected. The pt was not injured and recovered without sequela. Additional information has been requested, a f/u report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4). The implantable neurostimulator has been returned to the manufacturer for analysis. A f/u report will be sent when the analysis is complete.